Manufacturer narrative:
The device was returned to olympus as part of the annual inspection process, the device evaluation found the following: the air / water cylinder had no color, the forceps skip or sway on the upper half of the endoscopic image due to fray of the forceps elevator wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the distal end had a chip, parts needed to be replaced due to annual inspection, the adhesive around the light guide lens had wear, and the adhesive around the objective lens had wear. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, the duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a leakage was found in the forceps elevator. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to physical stress by hitting/dropping the distal end of the subject device and/or chemical stress from used chemical solution. Olympus will continue to monitor field performance for this device.